Manufacturer narrative:
After additional investigation by physio-control, the likely cause of the reported issue has been determined to be due to residue on filter components fl4 and fl10 on the power supply pcb assembly. As a result of this investigation, physio-control has initiated a field corrective action (reference corrections and removals number 3015876-11/07/2017-003c).

Manufacturer narrative:
(B)(4). Physio-control evaluated the customer's device and verified the reported issue, the device powered itself off and would not power on. The power supply assembly was replaced which resolved the reported issue. After observing proper device operation through functional and performance testing, the device was returned to the customer for use. (B)(4).

Event description:
The customer contacted physio-control to report that the service indicator is present on their device and event codes have been logged in the device's memory. There was no patient use associated with the reported event. Upon evaluation, physio-control observed that the device powered itself off and when attempting to power the device on, it would not turn on.